Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 12 jun. 2024, a 24mm amplatzer septal occluder was selected for implant. During the procedure, the device presented in a cobra deformation. The device was replaced with another 24mm amplatzer septal occluder to resolve the event. There was no interaction with cardiac structures of angulation noted in the delivery system. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that there was no interaction with cardiac structures of angulation noted in the delivery system. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received the cause of the reported event could not conclusively be determined.

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was selected for implant. During the procedure, the device presented in a cobra deformation. The device was replaced with another 24mm amplatzer septal occluder to resolve the event. There was no interaction with cardiac structures of angulation noted in the delivery system. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable.